Event description:
It was reported that the programmer would not turn on and would not update software. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer would not boot to medtronic software. There was an error that would not clear. As a result the hard drive was reconfigured, and software was reloaded and updated. Concomitant product: r2290, analyzer. (B)(4).